Event description:
It was reported that 8 bd insyte¿ cateter i.v. 24ga x 0.75¿ (0.7 x 19 mm) (latin america) had a damaged catheter tip. The following information was provided by the initial reporter: "in the moment to perform an intervention with a patient, it was noticed the catheter tip was with the tip bent. Eight (8) units of a same box with 50 units. The client was asked to return 8 complete unused boxes, with the purpose of making an inspection, since box no. 9 was where the 8 pieces with the aforementioned defective were detected. It is worth mentioning that the 42 pieces in the box no. 9 as reviewed by the customer have already used them. The compliance area reviewed the 8 boxes (400 pieces were taken as batch size). Result: of the 80 parts reviewed, none were detected with the defect."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9156796, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample a definitive root cause could not be determined. CAPA#855815 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 bd insyte¿ catheter i.v. 24 ga x 0.75¿ (0.7 x 19 mm) (B)(6) had a damaged catheter tip. The following information was provided by the initial reporter: "in the moment to perform an intervention with a patient, it was noticed the catheter tip was with the tip bent. Eight (8) units of a same box with 50 units. The client was asked to return 8 complete unused boxes, with the purpose of making an inspection, since box no. 9 was where the 8 pieces with the aforementioned defective were detected. It is worth mentioning that the 42 pieces in the box no. 9 as reviewed by the customer have already used them. The compliance area reviewed the 8 boxes (400 pieces were taken as batch size). Result: of the 80 parts reviewed, none were detected with the defect."